Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the a21 error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 400 mg/dl. Customer's current blood glucose reading was 137 mg/dl. Customer reported a bent cannula on the infusion set. Customer also reported damage to the insulin pump. Customer treated her high blood glucose by changing the infusion set and bolusing with the insulin pump. Customer declined to complete troubleshooting at the time of the call due to the bent cannula. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.